Event description:
It was reported that after firing the device the staples did not form correctly and the staple line was incompleted. The surgeon completed the procedure with a same like device. There was no pt consequence.